Event description:
It was reported that the patient had been getting botox injections in her bladder for pain. The patient couldn't empty her bladder and would stand up and pee would leak out. They couldn't do botox surgery unless there was a solution to help with the leakage. The patient had always dripped and had been wearing a pantiliner for years. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v750667, implanted: (B)(6) 2011, product type: lead. (B)(4).